Event description:
Hosp has reported visualizing air bubbles forming around the check valve of the contrast management line furnished in their convenience kit. Hosp is using visipaque contrast media. There has been no air injection or pt injury. No devices will be returned by the customer as they have been discarded.

Manufacturer narrative:
Device history records for the reported lot number were reviewed and no quality related issues were noted. No previous complaints have been received on devices from the reported lot. Mfg controls inlude inspections designed to verify correct product assembly. As the customer discarded the device used in the reported event, no failure analysis was possible. The complaint is unable to be confirmed and/or root cause determined without a sample to examine. The reported event is not occurring more frequently or with greater severity than is usual for the device.